Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box revealed drastic voltage fluctuations. Low battery warnings were observed in the black box history as well. The pump current draws were within specifications. The battery compartment was found to be intact with no damage or cracks observed. There was no evidence of moisture observed inside the battery compartment. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The battery life issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.